Event description:
It has been reported that the front latch of the unit was not working properly.

Manufacturer narrative:
Statspin express 2 centrifuge latch is not locking and is able to open even with the centrifuge running. There have been no reports of injuries.